Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on the built-in meter. Customer further reported that on (B)(6) 2018 he received an unspecified higher reading from his sensor than an unspecified reading from his built-in meter, self-administered an unspecified amount of insulin and then developed ¿weakness¿ and a loss of consciousness. Paramedics were called and upon arrival treated the customer with sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the fs libre sensor andfs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on the built-in meter. Customer further reported that on (B)(6) 2018 he received an unspecified higher reading from his sensor than an unspecified reading from his built-in meter, self-administered an unspecified amount of insulin and then developed ¿weakness¿ and a loss of consciousness. Paramedics were called and upon arrival treated the customer with sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.